Event description:
Complaint #(B)(4).

Manufacturer narrative:
It was reported that on the third day of ECMO, the blood flow was dropped from 6 liters per minute to a maximum 3-4 liters per minute while the rotation speed remained constant. It was found that the cannula collapsed inside at the area of the inscription. A noice was detected at the area however no cavitation was observed. To optimize suction, the cannula was stabilized with a kink-resistant sheath and a 2 ml syringe was cut open underneath to provide additional protection. Then the flow was improved 4.5 liter per minute. At the beginning, ECMO was running at 6 liters per minute and the pressure was not measured by customer since the procedure was performed by using pls set that is connected to rf2. The product has been discarded and the lot number of the product was not recorded. No harm to any person was reported. The product was discarded by customer therefore laboratory investigation could not be performed. However, getinge medical affairs performed a medical consultation on 2026-02-02 with following conclusion: based on the complaint narrative and the information currently available, a definitive root cause for the reported reduction in blood flow during veno-venous ECMO support cannot be conclusively confirmed. The information provided suggests that the observed decrease in blood flow was most likely multifactorial as follow: 1. Inward collapse of the venous cannula under high negative pressure/ high blood flows without pressure monitoring - rationale: ECMO was operated at a blood flow of approximately 6.0 l/min without venous pressure monitoring. Sustained high drainage demand combined with the absence of pressure feedback may have resulted in excessive negative pressure at the venous cannula, leading to vessel wall suction and inward collapse of the cannula, as observed at the area of the inscription. This mechanism is consistent with the IFU caution to avoid suction at the venous cannula during drainage: caution! Avoid any suction of the vessel at the venous cannula during drainage. 2. Patient positioning contributing to cannula malalignment or external compression - rationale: the patient had previously been positioned prone, which may alter venous anatomy and cannula orientation. Such positional changes can increase mechanical stress, external compression, or kinking of the cannula, potentially exacerbating negative pressure effects and impairing venous drainage. 3. Insufficient mechanical stabilization of the cannula prior to intervention - rationale: improvement in flow following external stabilization with a kink-resistant sheath and an additional rigid support suggests that lack of adequate initial stabilization may have contributed to cannula collapse and/ or impaired drainage. These factors are consistent with the warnings and cautions outlined in the applicable IFU. Several potential patient risks were identified in relation to the reported event as follow: 1. ECMO support due to reduced blood flow - a decrease in blood flow from 6.0 l/min to 3.0 - 4.0 l/min may reduce the effectiveness of extracorporeal support by limiting gas exchange capacity and/or circulatory support necessary to maintain hemodynamic stability. 2. Vessel wall suction and venous collapse - rationale: excessive negative pressure at the venous cannula may result in suction of the vessel wall, leading to intermittent or sustained flow obstruction, consistent with the IFU warning to avoid suction during venous drainage. 3. Risk of air entry into the venous circulation and extracorporeal circuit - rationale: as described in the IFU, negative pressure applied by the centrifugal pump may facilitate air entry into the venous circulation if system integrity is compromised, potentially increasing the risk of air embolism. IFU mitigation: exposure of the venous circulation to ambient air during extracorporeal support may result in air entry into the venous circulation (and, therefore, in the support circuit) due to the negative pressure applied by the centrifugal pump. Examples of suv situations are inadvertent opening of the venous circulation during creation of a tracheotomy, opening of a central (e.g. Right atrial) access line to air, structural/vascular perforation or loose ligatures around the cannula(e). 4. Hemolysis due to turbulent or unstable flow conditions - rationale: partial lumen obstruction and turbulent flow may increase shear forces acting on blood components, theoretically elevating the risk of hemolysis, although no such effects were reported in this case. Based on the information available, none of these potential risks materialized into a reported adverse patient outcome. Further, on behalf of the available information, the review of scrap, rework, enhancements and design changes were performed and no abnormalities was found in regards to the reported failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. The lot number of the product was not provided by customer. Therfore, device history record review could not be performed. Based on the investigation results, complaint could be confirmed however product related influences could not be confirmed with these available information. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that on the third day of ECMO, the blood flow was dropped from 6 liters per minute to a maximum 3-4 liters per minute while the rotation speed remained constant. It was found that the cannula collapsed inside at the area of the inscription. A noice was detected at the area however no cavitation was observed. To optimize suction, the cannula was stabilized with a kink-resistant sheath and a 2 ml syring was cut open underneath to provide additional protection. Then the flow was improved 4.5 liter per minute. At the beginning, ECMO was running at 6 liters per minute and the pressure was not measured by customer since the procedure was performed by using pls set that is connected to rf2. The product has been discarded and the lot number of the product was not recorded. No harm to any person was reported. Since the failure was detected during treatment, and the flow rate was affected, the complaint is reportable. Complaint # (B)(4).